Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the ipp didn't work. The physician noted that the white tubing was broken. The device was explanted and replaced with a new titan touch.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
A review was completed of all complaint attachments including medical records, device and patient photos, and communications. A titan touch was implanted. It was reported to be malfunctioning and was explanted and replaced. During the revision surgery a right cylinder tubing break was observed by the physician - "a full section defective tube was observed that went to the right cylinder". A new titan touch was implanted. The device was not received for evaluation. Information in the complaint file is limited. There is no evidence indicating user misuse or pre-existing conditions were factors in the alleged failure of the second device.